Event description:
Info received indicates the right siderail will not latch.

Manufacturer narrative:
The tech found the siderail was slightly bent. The tech straightened the siderail to repair the bed.